Event description:
Complainant alleged that during functional testing, the device displayed a "pneumatic sensor error" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "runtime calibration failure- 1051", "compressor failure- 1001", "valve failure-1010" and "off set self check failure- 1174" error messages. Complainant did not indicated that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6. Device evalution: the customer's report for "runtime calibration failure- 1051" and "compressor failure- 1001" were verified. The root cause was traced to smart pneumatic module (spm) and contaminated flow manifold. Therefore, the spm module and flow manifold were replaced to resolve the problem. The customer's report for "valve failure- 1010" and "off set self check failure- 1174" were observed during initial testing. The device was put through extensive testing including all functional testing without duplicating the report. The occurrence of reported problems was not confirmed during device history log review. However, internal inspection found flow manifold contaminated. Therefore, the flow manifold were replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.